Event description:
Consumer reported complaint for high control test results. The customer is concerned with control test result obtained of 139 mg/dl. Customer stated the result had been obtained with control level two, lot # 1bc2a55: acceptable range of 95-129 mg/dl, manufacturer¿s expiration date is 06/30/2023 and open date is one month ago. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 05/19/2022 and open vial date is one month ago. The last meter memory result was 117 mg/dl, and customer stated this was a fasting blood result. The control test result reported of 139 mg/dl was not found in the meter memory, and customer stated she was unsure if it was 139 mg/dl.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: out of control range. No defect found on returned meter. Root cause: rc-061: storage outside specifications. Note: manufacturer contacted customer in a follow-up call on 13-dec-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: out of control range. No defect found on returned meter. Root cause: rc-061: storage outside specifications. Note: manufacturer contacted customer in a follow-up call on 13-dec-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high control test results. The customer is concerned with control test result obtained of 139 mg/dl. Customer stated the result had been obtained with control level two, lot # 1bc2a55: acceptable range of 95-129 mg/dl, manufacturer¿s expiration date is 06/30/2023 and open date is one month ago. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 05/19/2022 and open vial date is one month ago. The last meter memory result was 117 mg/dl, and customer stated this was a fasting blood result. The control test result reported of 139 mg/dl was not found in the meter memory, and customer stated she was unsure if it was 139 mg/dl.